Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device has a battery issue. There was no reported adverse patient impact.

Event description:
It was reported to philips that the device has a battery issue. Further information was provided that the battery failed calibration. There was reportedly no patient involvement.